Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit had an image problem. The issue occurred during preparation before use inspection. The patient was not under anesthesia. There were no reports of delays. The facility finished the procedure with another device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection however, the customer's reportable malfunction was confirmed onsite. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.